Event description:
The customer reported that a scope communication error occurred with the subject device. The reported issue occurred while preparing for a therapeutic laparoscopic surgery, after the patient was induced with anesthesia. The intended procedure was completed using a similar device, with no reported problems. There was a delay of a few minutes to exchange one scope for another, but there was no patient impact reported due to the delay. The subject device was returned to an olympus service center for evaluation. During inspection and testing, the customer's reported issue was confirmed. A b30 error code (scope communication error) occurred due to a failure of the imaging unit. In addition, the scope identification (ID) data was missing due to breakage of the ID board. This report is being submitted for the no image/b30 error code, and the missing ID data.

Manufacturer narrative:
In addition to the no image/b30 error code and the missing ID data, service found there was an electrical insulation failure of the insertion section, adhesive on the bending section cover (a-rubber) was chipped, the video connector was cracked due to external factors, and the light guide cover glass was deformed due to external factors. The investigation is ongoing. This report will be supplemented once the investigation is complete, or if additional information is received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the events was unable to be identified; however, the events most likely occurred due to the following: 1) the b30 error most likely occurred due to the board inside the video connector. Alternatively, it is also likely that there may be a problem on the system side. 2) the missing scope ID date most likely occurred due to a problem with the board inside the video connector. Olympus will continue to monitor field performance for this device.